Event description:
Both infusion pumps sent to pt's home for bilateral nephrostomy irrigation with amphotericin failed to function properly all of the first night home from hosp. They repeatedly stopped pumping despite multiple interventions by the visiting nurse and the husband (an md). "Air in line" messages were inaccurate. "Cadd" pumps furnished the next day worked fine there after.